Manufacturer narrative:
Concomitant products: asahi intecc 4f sheathless pv guiding catheter; tokai medical prominent micro guide catheter; st.jude medical cruise guidewire; kaneka crusade micro guidewire; st.jude medical astato guidewire; 9f optimo, tokai medical; 6mm*100mm genity, kaneka. (B)(6). This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During a percutaneous transluminal angioplasty (pta) with a saber pta rx balloon, the balloon took a long time to deflate but it got stuck to a non cordis catheter and could not be removed from the sheath. The balloon was deflated in an unspecified manner and another balloon was used to finish the procedure successfully. There was no reported patient injury. The device will be returned for analysis. The target lesion was the right common iliac artery and external iliac artery. The rate of stenosis was unknown (cto). An ipsilateral retrograde approach was made. A catheter (9f optimo, tokai medical) was placed and guiding catheter (4f sheathless pv, asahi intecc) was placed from the arm then approach was made from both sides. A retrograde approach was made with a micro catheter (prominent, tokai medical) and a guidewire (cruise, st.jude medical). After that, a micro catheter (crusade, kaneka) and a guidewire ((B)(4), st.jude medical) crossed the lesion (cto). The saber was delivered to the lesion and inflated. The physician conducted the deflation but it took for long time more than usual. He waited to complete the deflation and attempted to remove the balloon. However it got stuck with a catheter (9f optimo, tokai medical) and could not be removed from the sheath. Therefore deflation was performed and removed. The balloon was changed to another. The physician indicated that the cause of the balloon caught at the optimo catheter is that he pulled the complaint product which was not completely deflated forcibly. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast media was unknown as well as the contrast to saline ratio. The type and brand of inflation device used was unknown. It is unknown if the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is unknown if there was any difficulty advancing the balloon catheter through the vessel or if there was any difficulty crossing the lesion. It is unknown if the catheter was ever in an acute bend. The balloon inflated normally. The maximum inflation pressure is unknown. It took a long time to deflate the balloon but it is not known how long it took to deflate or if it deflated at all. It is not known if a syringe or another device was needed to deflate the balloon. It is also unknown if the balloon catheter removed easily. The balloon was intact upon removal.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) with a saber pta rx balloon catheter (bc), the balloon took a long time to deflate but it got stuck to a non cordis catheter and could not be removed from the sheath. The balloon was deflated in an unspecified manner and another balloon was used to finish the procedure successfully. There was no reported patient injury. The target lesion was the right common iliac artery and external iliac artery. The rate of stenosis was unknown but described as a chronic total occlusion (cto). An ipsilateral retrograde approach was made. A catheter was placed and guiding catheter was placed from the arm then approach was made from both sides. A retrograde approach was made with a micro catheter and a guidewire. After that, a micro catheter and a guidewire crossed the lesion (cto). The saber was delivered to the lesion and inflated. The physician conducted the deflation but it took for long time more than usual. He waited to complete the deflation and attempted to remove the balloon. However it got stuck with a catheter and could not be removed from the sheath. Therefore deflation was performed and removed. The balloon was changed to another. The physician indicated that the cause of the balloon caught at the catheter is that he pulled the complaint product which was not completely deflated forcibly. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast media was unknown as well as the contrast to saline ratio. The type and brand of inflation device used was unknown. It is unknown if the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is unknown if there was any difficulty advancing the balloon catheter through the vessel or if there was any difficulty crossing the lesion. It is unknown if the catheter was ever in an acute bend. The balloon inflated normally. The maximum inflation pressure is unknown. It took a long time to deflate the balloon but it is not known how long it took to deflate or if it deflated at all. It is not known if a syringe or another device was needed to deflate the balloon. It is also unknown if the balloon catheter removed easily. The balloon was intact upon removal. The device was returned for analysis. A non-sterile unit of saber 5mm x 10cm 155cm bc was returned. Per visual analysis the balloon appeared to have been previously inflated and deflated. The distal area of the balloon appeared to be elongated. Two kinks were noted on the catheter body shaft; one at 17.0 cm and the other at 24.5 cm from the distal tip. Per functional analysis the balloon was inflated to nominal ((B)(4)atmospheres) and rated burst pressure ((B)(4) atmospheres) and successfully deflated. Deflation time from rated burst pressure for (B)(4) deflation with 50/50 water / inflation media was less than 85 seconds. This was within specification. Cross-sectional analysis of proximal balloon seal/transition seal/hub was not performed as functional analysis was successful. Per microscopic analysis the balloon¿s distal tip area¿s elongations revealed characteristics of stretching/ pulling. A device history record (DHR) review of lot 17327622 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty-partial or slow¿ was not confirmed through analysis of the returned device as functional analysis was successfully performed. The exact cause of the event could not be determined during analysis. The reported ¿pta system-withdrawal difficulty-through guide/sheath¿ was not confirmed through analysis of the returned device as it could not be properly evaluated due to the nature of the complaint itself. However there is evidence of procedural factors contributing to the event as evidenced by the elongations noted on the distal area of the balloon during analysis, indicative of force being applied. The kinking noted on the shaft is also indicative of force being applied, in trying to cross a chronic total occlusion. According to the instruction for use ¿if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.